Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the research article, a conclusive cause for the reported patient effect of occlusion and the relationship to the product, if any, cannot be determined. The patient effect of occlusion is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. The unexpected medical intervention was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The date of occurrence is estimated between 01/01/2012 and 12/31/2018 manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title - transcatheter aortic valve implantation for severe bicuspid aoritc stenosis - 2 years follow up experience from indiana.

Event description:
This study investigated the success rate of transcatheter aortic valve implantation as a treatment for severe bicuspid aortic stenosis up to two years after the completion of the procedure. In the study it was mentioned that proglide suture mediated closure device may be related to clinical event of stenosis [occlusion] requiring gentle balloon dilation. The study concluded that tavi is safe and effective when treating bicuspid aortic stenosis. Details are listed in the attached article, titled "transcatheter aortic valve implantation for severe bicuspid aoritc stenosis - 2 years follow up experience from india."